Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the respiratory rate was doubling during patient treatment. There was no patient harm. (B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). The reported device was investigated by our fse(field service engineer) at the hospital. The device control pc (printed circuit) board was replaced and sent in for investigation. Our investigation of the returned control pc board does not show any deviations, the pc board function is according specification. The evaluation of the returned device logs shows a lots of ventilation related alarms, the cause of these alarms are due to the ventilation settings and a detected leakage. The test log shows that the system pre-use use check is not performed on a regularly basis. The tests that has been performed passes with successful results. The technical log does not contain any findings that could indicate on a device malfunction. Our evaluation of the returned control pc board and device logs cannot confirm any device malfunction.

Event description:
Importer ref. #: cc-cpl-2018-01940. Manufacturer ref. #: (B)(4).